Manufacturer narrative:
An attempt was made to obtain more information regarding this patient's death. The field representative reported that no further allegations against the device have been made and there are no printouts or a memory downloads available for further review. In addition, it is unknown if this device will be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while this patient was being hospitalized for an unrelated issue, it was discovered that the device was pacing at 120 paces per minute (ppm) with the minute ventilation being active. The hospital notified a boston scientific field representative who then came to interrogate the device. During interrogation, it was found that the device was pacing at the lower rate limit of 80 ppm. No changes were made. The next day, the representative received another call from the hospital reporting that the device was again pacing at 120 ppm. The representative went to the hospital and was able to confirm that the device was pacing at the maximum sensor rate of 120 ppm. The device was reprogrammed to turn off the minute ventilation and the device proceeded to then pace at the lower rate limit. The following day, this patient passed away from decompensation. The physician is alleging that the high rate pacing may have contributed to the patient's death. The field representative also stated that during the device interrogation, it was noted that the histograms showed very little pacing at the maximum sensor rate.